Manufacturer narrative:
The currents were within specification and no off, no power anomaly was noted. However, the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the insulin pump alarmed off no power twice in one day. Nothing further was reported.